Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels of up to 428 mg/dl. Reportedly, the customer was unsure of the cause of the elevated bg levels. To address the bg level, the customer delivered correction boluses. The customer declined tandem technical support's offer to perform high bg troubleshooting, as the customer stated the most recent occurrence of high bg level had been due to consuming carbohydrates. Recommendation was made to consult with health care provider regarding diabetes management and ensure that the pump settings were accurate.